Manufacturer narrative:
Additional information requested from customer, the machine has never replaced the original battery of our company, and it is the battery that caused the failure. A getinge field service engineer (fse) checked the hospital equipment, and the equipment battery was not replaced by our company. Completed repair with all functional and safety tests per manufacturer specifications

Event description:
It was reported that while in transit, the cs100 intra-aortic balloon pump (iabp) unit buzzer alarm, had a black screen and shutdown. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.